Event description:
Additional information was provided indicating the patient received an unshielded patient cable. No further information was provided.

Manufacturer narrative:
Investigation conclusion: the reported low speed events were confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the low speed events that occurred while the patient was supported by the mpu could be indicative of driveline damage. The submitted log file contained approximately 4 days of data from 19may2019 through 23may2019. Low speed advisory alarms were captured on (B)(6) 2019 with associated speed drops as low as 3360 rpm while the patient was connected to the mpu. Also, a no external power alarm was triggered at the end of the log file during which the pump stopped. Immediately before the no external power event, the controller was connected to batteries for approximately 3 minutes before both cables appeared to have been disconnected from the controller in sequence. These events coincide with the report that while the patient was at outpatient management, the perfusionist connected the patient to the ppm and vsm and downloaded the log files for review. No other atypical alarms were captured. For the remainder of the log file the actual speed remained above the low speed limit and the pump functioned as intended. The account provided x-rays, which appeared unremarkable. No product is available for investigation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional complaints have been reported at this time. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed advisory/hazard alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported various alarms while at home. A log file analysis was conducted and revealed that the pump was not able to keep the set speed. The hospital requested a non ground cable for the patient. No further information was provided.